Manufacturer narrative:
Technician priced the power control board for the account. Account did not want to pay for the replacement parts. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the bed had no head down function. Technician found corrosion at foot end of power control board.